Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause for the reported clip opening during efaa could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4+ functional mitral regurgitation (mr) and thin mitral valve leaflets for a mitraclip procedure. The first clip was placed successfully on anterior 2 and posterior 2 leaflet segments (a2/p2). The mr was reduced from grade 4+ to >1. Leaflet insertion was assessed. During pre-deployment at establish final arm angle (efaa), the arm positioner was not turned more than one turn in the open direction from neutral, when the clip arms were observed to open in fluoroscopy. It was confirmed that clips were locked, but the clip continued to open during efaa. The clip was initially closed to 20 degrees and opened to 45-50 degrees. During troubleshooting, the clip was unlocked and opened to 45-60 degrees, and then relocked. The arm positioner was returned to neutral, and confirmed to be in the neutral position by rotating approximately 1/4 a turn in both the closed and open directions. The clip continued to open during efaa. The clip was removed and replaced. Two clips were implanted successfully with no issues. The mr was reduced to grade 2. Per the physician, the clip opened due to pre-existing patient anatomy. There were no adverse patient effects or clinically significant delay.